Event description:
A malfunction alarm identified as "malf 24" was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump, which was sent by cts. The customer received guidance on preparing the malfunctioning pump for return and acknowledged the instructions provided.